Event description:
It was reported that the patient presented to the hospital after receiving vibratory alerts. The patient had been experiencing shortness of breath for two weeks. A chest x-ray revealed that the atrial lead had dislodged. No intervention was performed.

Manufacturer narrative:
(B)(4).